Event description:
It was reported that during the implant procedure there was positioning difficulty with the lead. The device was not implanted. No patient complications have been reported as a result of this event.it was reported that during the implant procedure there was positioning difficulty with the lead. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies noted.